Event description:
Tampon part doesn't come out - vagina [foreign body in reproductive tract]. Tampon part doesn't come out, not attached to cord [complication of device removal]. Tampon not attached to cord anymore [device breakage]. Consumer reported via phone that part of the tampon doesn't come out during removal and is not attached to the cord. No serious injury reported.

Event description:
Tampon part doesn't come out - vagina [foreign body in reproductive tract] tampon part doesn't come out, not attached to cord [complication of device removal] tampon...not attached to cord anymore [device breakage] case narrative: consumer reported via phone that part of the tampon doesn't come out during removal and is not attached to the cord. No serious injury reported.

Event description:
Tampon part doesn't come out - vagina [foreign body in reproductive tract]. Tampon part doesn't come out, not attached to cord [complication of device removal]. Tampon...not attached to cord anymore [device breakage]. Case narrative: consumer reported via phone that part of the tampon doesn't come out during removal and is not attached to the cord. No serious injury reported.